Manufacturer narrative:
Manufacturing site evaluation: samples received: one open racepack. Analysis and results: there are no previous complaints of this code batch. There are units in our stock. Received one open and used sample with the thread broken. The thread shows splitting. In spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Received 12 closed samples available in stock for the analysis. Tested suture in the samples available from stock, which are current and correct. Suture has been pulled out without difficulty and does not become tangled. Tested the knot pull tensile strength of the samples from stock and the results fulfill the OEM requirements. As indicated in the note/precautionary measures from the instructions for use of the product: "when working with optilens suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders". Final conclusion: na. Corrective/preventive actions: na.

Manufacturer narrative:
Mfg site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Thread splitting when extracting from pkg.